Event description:
It was reported that a hardware removal of a clavicle plate was performed at the patient's request due to a possible metal allergy. It was also confirmed that patient had a non-union. Plate and seven screws were removed intact and patient was not revised with other parts. There was no surgical delay, patient was not harmed and procedure was completed successfully. X-rays were taken but not available. The date of original implant was (B)(6) 2014 and date of explant was (B)(6) 2015. This report is for seven unknown screws. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report is for seven unknown screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.